Manufacturer narrative:
(B)(4). Concomitant medical products: item# x11-170313, integral/xlat por profile 13mm, lot# 567210; item# 11-173665, m2a 38mm mod hd+9mm nk no skrt, lot# 179150; item# 113846, titanium screw low prof 5x30mm, lot# 281211. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08133; 0001825034 - 2018 - 08134.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 15 years ago. Patient underwent revision 14 years post implantation for unknown reason. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, d9, g3, h2, h3, h6 reported event was confirmed by review of medical records and examination of the devices. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One m2a 38mmx56mm cup and one m2a 38mm mod hd+9mm nk no skrt were returned and evaluated. Upon visual inspection there are black marks on the inside of the taper of the head. There is also a visible line in the finish of the heads outside diameter. The cup has debris on the outer diameter and on the face of the device. There was also one screw returned inside of the cup. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision op notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision op notes demonstrated that the patient was revised due to metallosis and pseudotumor. Dark grey fluid consistent with metallosis was found. Metallosis and osteolysis did include both the ischial, the pubic area as well as superior. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent underwent revision 14 years post implantation due to metallosis, pseudotumor, erosion, instability, wear, osteolysis, and tissue damage. A large amount of greyish to dark gray fluid consistent with metallosis. Estimated volume to be between 500 and 1000cc. Significant bone loss on the trochanter which was filled with metal type particulate debris, with similar appearance as to dirt. Abductors were no longer connected. Additional metallosis down by the socket.